Event description:
Patient notified rn when she sat down in the chair, the chemotherapy tubing disconnected. Medication line disconnected at the distal end of the filter connector site. Filter primed and medication resumed. Patient called rn, the tubing disconnected for the second time. Tubing disconnected at the spiros site of the filter device.